Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during priming of the custom tubing pack it was noted that there were holes in the parallel y connector. The pack was replaced. There was no adverse effect on the patient.

Manufacturer narrative:
Visual analysis: visual inspection shows evidence of a crack/damage at the base of the "y" connector. Additional visual inspection shows the device is from mold cavity 1. If information is provided in the future, a supplemental report will be issued.